Manufacturer narrative:
The actual sample was returned to the manufacturer for physical evaluation. During disinfection, a leak occurred from the hard plastic of the cassette. A visual inspection was performed and there was crack on the hard plastic of the cassette. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cassette looked cracked. The patient was advised to discontinue the use of their cycler. Upon follow up, the patient stated that they were able to complete treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was available for evaluation.